Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 398 mg/dl while wearing the pod for 72 hours or longer. The patient was not feeling well and was crying. The patient's mother removed the pod. When removed from the infusion site (abdomen), the pod's cannula was found bent. A new pod was applied at the ER and the patient was placed under observation for 2 hours. The pod was discarded.